Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : #(B)(4). A lot history record review was completed for lots 25131601, 25131797 and 25131808 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred material was observed on the jaws. The silicone insulation on the cold jaw was partially torn from the tip. The peeled silicon is still attached to the cold jaw. Jaws were observed to be intact and were not observed to be bent. Based on the condition of the device as found, the reported complaint was not confirmed for the reported failure mode "bent jaw", but was confirmed for the analyzed failure mode "peeled jaw"

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws broke. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.